Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with rewinding the insulin pump. The customer was unable to exit the preparing to prime loop. The customer's blood glucose level was 355 mg/dl. The customer was advised to hold down the act button until they receive the second series of beeps and number appear on the display. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime and fill anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.